Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the issue for high hgb (hemoglobin) and rbc (red blood cell) recovery on controls due a malfunctioning rbc mixing bubble check valve which was not opening correctly, and the hgb lamp which needed adjustment. The fse replaced the mixing bubble check valves (cv1/cv3) resolving the issue. The hgb lamp was also adjusted. Identified failure mode: malfunctioning rbc mixing bubble check valve and the hgb lamp which needed adjustment. No erroneous results were generated in connection with the reported event, the customer did not run any patient samples as the controls were out of range. Upon recur, the failure mode identified will likely cause erroneous results for all parameters of cbc (complete blood count) and differential due to improper bath mix. (B)(4).

Event description:
The customer reported two parameters, hemoglobin and red blood cell count, were recovering high on the high level control when using the coulter act diff 2 analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.